Event description:
When attempting to change out tube feeding tubing, staff noticed that the water would instill with the tf rate and the tf would instill with flush rate, therefore patient was getting more water than tf. Changed out pump and tubing to find the first two sets used were lot #2208600564. Used a different lot # ending in 63 and that set was functioning properly. FDA safety report ID# (B)(4).